Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.  Clinical investigation: attempts at obtaining additional information were unsuccessful. It is unknown what type of infections the patient had or if that was the reason for the patient to transfer to hemodialysis. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency for this event.

Event description:
A peritoneal dialysis (pd) patient reported that they experienced an increase in infections and that they were unable to perform exchanges as recommended by their doctor. The number of occurrences, date, and specifics of the events are unknown. The patient has changed modality to in center hemodialysis (hd).